Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 553 mg/dl and the customer was treated in the emergency room (ER) with a saline/insulin drip and an insulin injection. The customer left the ER with a bg of 135 mg/dl. Due to the ER treatment, the bg level later dropped to 24. The next morning, the bg level was 237 mg/dl.